Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air and water cylinder and in the air and water channel could not be identified and a definitive root cause of the issue could not be determined, as there was no observed device deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, it is likely that the issue was the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use section below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope's bowden cable was broken. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: foreign material in the air water tube and cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's non-reportable allegation was confirmed causing the bending angle in the up direction to not meet the standard value. The device evaluation found reportable malfunctions: foreign material in the air water cylinder and tube. Additional non-reportable malfunctions found include: no color on the air water cylinder or the suction cylinder, a dent on the forceps channel port, a scratch on the switch box, the connecting tube, and the universal cord, a loose mouthpiece guard, a deformed scope connector case unit, the insulation resistance value at distal end does not meet standard value due to a chip on the plastic distal end cover, a crack on the plastic distal end cover, the light guide lens, and the adhesive on the bending section cover, a chip on the objective lens and the adhesive around the object lens, the water removal ability does not meet standard value due to clogging of nozzle, the light guide bundle is slipping down, damage on the bending tube, and peeling of the coating and snaking of the connecting tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.